Event description:
While loading the sds onto the wire the shaft "snapped" and separated into two pieces. This pt, with a history of diabetes and hypertension was admitted to the hosp with a chief complaint of stable angina. They were taken electively to the cath lab where angiography revealed a lesion in the distal right coronary artery (rca). There was no calcium or tortuosity in the vessel. The lesion was predilated with a 3.0 x 15mm maverick and a 3.5 x 18mm cypher was already deployed at the lesion site.